Event description:
The customer originally returned his olympus endoeye flex deflectable videoscope due to an unspecified defect noted in the bending rubber portion of the device. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the adhesive on the distal end was deteriorating. This report is being submitted to capture the damaged adhesive confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the adhesive at the distal end was found peeling. Additionally, there was a pinhole found and compromising water tightness. The video connector had a crack in it, and due to the elongation of the angle wire, the bending section was out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive of the objective lens peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below: [inspection of the endoscope] 3 inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities. 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears.¿ olympus will continue to monitor field performance for this device.